Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance, which was noted back in (B)(6) 2019. Additionally, around that time, the clinic had noted that the lead exhibited loss of capture and noise, which a health care professional alleged that the performance of the product caused adverse health consequences to the patient; programming changes were made at the time. Further programming changes to set the device in vvi mode were made to use as a safety measure when implanting a competitor's leadless device. The patient was in stable condition.